Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the rise in temperature could not be confirmed. Based on the investigation detail, the likely cause for some bearing noise coming from the spindle housing area was the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that during a wisdom tooth removal procedure, the device overheated and the pt received a second degree burn on the inside lip, which caused a blister. The doctor completed the procedure with the same device, and dialactyn b was applied to the injury. No further medication or treatment was required, and there is no expected scarring or permanent damage.